Event description:
It was reported the anchoring sleeve was "accidentally broken" and part of the sleeve was missing. A small, white fragment was found near the incision, which was suspected to be from the anchoring sleeve. The fragment was discarded by the hospital nurse. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.